Manufacturer narrative:
(B)(4). This complaint was confirmed because a partial swap of materials is a use error that can cause contamination; however, no root cause could be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.

Event description:
It was reported that a patient reused a single-use device during peritoneal dialysis (pd) therapy. The home patient (hp) reported that after observing a connection issue between the cassette and solution bag; the hp disconnected the bag and then reconnected the same cassette to a new bag. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.